Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to the pinch valve was found broken (likely from wrong user handling/ user mishandling). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the pinch valve was found broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high flow insufflation unit was not extracting smoke at the start of a therapeutic gastric bypass procedure. The procedure was completed with a spare device of the same model. There was no patient injury or medical intervention associated with this event.